Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 2.5 x 33 mm xience prime. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.0 x 33 mm xience prime stent and a 2.5 x 33 mm xience prime stent were implanted on (B)(6) 2014. The patient was discharged (B)(6) 2014 on medication. On (B)(6) 2014 the patient was readmitted with precordial chest pain. The patient was evaluated and treated with diet control, nutrition, medication and other symptomatic treatment. On (B)(6) 2014 the patient was discharged. No additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience prime long length (ll), everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The date received by manufacturer date was filed incorrectly on the follow-up #1 medwatch report as 01/16/2017, but should have been 01/16/2018.

Manufacturer narrative:
Internal file number - (B)(4). Correction: the date rec¿d by MFR date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.